Event description:
It was reported that during a hand-assisted laparoscopic nephrectomy, the lap disc tore. The procedure was completed with a like device. Operating time was extended by ten minutes. There was no patient consequence.